Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found reportable findings: unit failed leak test due to puncture on cable, and black dead pixel showing on image due to faulty charge coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's coupler was loose. The issue was found during reprocessing. There was no patient involvement.